Event description:
It was reported that during a gastric bypass procedure, there was leakage. After one hour of the procedure, the seals of the sleeve were not tight anymore; there was a gas leak from the seals. When the surgeon removed a device (stapler) from the sleeve, there was an important noise of leakage, the internal seal was not closed. The surgeon was annoyed by this setback, he could finish the procedure without changing the sleeve, but it was difficult. There were no adverse consequences for the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.